Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 612 mg/dl at the time of the incident. The customer was at 124 mg/dl at the time of the call. The customer used insulin pens to treat. The customer experienced symptoms such as nausea and blurred vision. The customer was wearing the insulin pump during the incident. The pump is believed not to be working. The customer alleged pump under delivery. Troubleshooting was not completed as the customer declined. The pump passed a displacement test, but failed a self test, and got a hardware low level failures alarm. The customer stated they were in the 360 mg/dl range all of the previous week. The pump had battery issues as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy tests. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken keypad assembly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.